Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was visible blood in the flash chamber; overfill or leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there was "spillage of blood from fbn needle chamber inside the holders while withdrawing blood." There was no exposure or medical interventions required.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was visible blood in the flash chamber; overfill or leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there was "spillage of blood from fbn needle chamber inside the holders while withdrawing blood." There was no exposure or medical interventions required.